Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain and sensitivity at the lead insertion site. She felt a shocking sensation from the device. The lead was broken and palpable through the skin at the lead insertion site. The pt discontinued the stimulation. She was injected with lidocaine 1% and 3 ccs of marcaine. A lead revision was to be scheduled.